Manufacturer narrative:
1038671-2023-01428 concomitant: (B)(6), 02-012-47-4013 - logic cr tib insert std, sz 4, 13mm, (B)(6), 200-03-32 - one peg patella 32mm, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01428. PMA 510k cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 117 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, balance problems, discomfort, osteolysis, pain, and synovitis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.